Event description:
The customer's father reported via email that the customer had an adverse low blood glucose incident that led to a car accident. The father reported the accident required the police and medical intervention. Customer's blood glucose was unknown at the time of the event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.